Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received unspecified error alarm as well as random no delivery alarms. Customer¿s blood glucose level was unknown. Customer also stated that the diminished battery life and rewind process takes longer. Customer troubleshooting was declined at this time. The insulin pump will not be returned for analysis.